Event description:
A pt reported experiencing inaccurate erratic results with an ot basic original meter. The pt's blood glucose results were 57mg/dl, 101mg/dl. Tests were done <10 mins apart with a difference of 39mg/dl. Pt did not experience any adverse events. No further info has been reported.